Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the duration of the infusion was four times higher than expected. Drug: fortum.

Manufacturer narrative:
(B)(4). The device is currently on shipping from the customer to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.